Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer identified forcep wire was protruding from jaws. Instrument not used and another instrument was obtained. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.